Manufacturer narrative:
The customer troubleshooting the issue with ge healthcare technical support. The resolution is unknown.

Manufacturer narrative:
Block a: patient information could not be obtained after multiple attempts. Attempts were made as follows: 8/3/2017 - voicemail, 8/8/2017 - voicemail, 8/15/2017 - phone. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician reportedly cycled power and continued the case with no further reported complaint. There was no reported patient injury.